Event description:
Patient was being intubated for delivery of surfactant and the light on the larygoscope blade kept going in and out while in the patients airway. A second larygoscope was gotten and it did the same thing.